Event description:
No new information was reported. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Updated to reflect 30-days.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A manufacturing representative reported that during an implantable neurostimulator (ins) replacement surgery, open circuits were measured with the new ins. Prior to the operation, impedances were all normal and the patient was receiving control of their parkinson's disease symptoms. The ins was disconnected and reconnected to the extension several times, but the open circuits remained. A second ins was tried, but the open circuits remained. No obvious extension integrity issues were identified, but the health care provider (hcp) decided to leave the second ins implanted and bring the patient back for an exploration/ revision of the extensions. The cause of the event was not determined at time of this report. A second surgery for the revision of the extensions was scheduled for (B)(6) 2015. The issue was not resolved at the time of this report. The patient's indication for use is parkinson's dual. No cause or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported the cause of the open circuit was not determined, but replacing the extension resolved the issue.

Manufacturer narrative:
The proximal end of the stimulation extension connector was not completely seated in the implantable neurostimulator connector port. Setscrew impressions were observed on the #1 connector sleeve and on the outer insulation between the #0 and 1 connector sleeves, indicating the extension was not inserted completely into the connector port.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative reported the implantable neurostimulator (ins) had an out of box failure. After the ins was implanted, high impedances were still measured so the surgeon decided to schedule a separate procedure to determine whether the extensions or leads were the cause of the system failure. A revision was done and the extensions were replaced. Following the replacement of the extensions, the system worked fine and therapy was resumed with no problems or impedance abnormalities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.